Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, log file analysis tool was utilized. Error 6 means that there is a small leak between 0.7 to 5.0 lpm at 0 steps of the inspiration valve. The root cause was determined to be due to a defective inspiration valve nt.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). Adverse event problem: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as per vyaire technical support, inspiration valve needs to be replaced after utilizing screenshots and log files. Vyaire will send inspiration valve only. There is no need to replace the complete block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 getting technical failure 400 - inspiration valve or device leaky alarm during setup prior patient use. Furthermore, there was no patient involvement associated with this event.